Manufacturer narrative:
(B)(4). The devices were returned to w. L. Gore & associates for investigation. Submitted were five gore propaten vascular graft (thin-walled removable ringed) fragments (vgf-1 through vgf-5). The abluminal surface of all fragments had adherent to firmly adherent minimal multifocal tan brown tissue and were largely devoid of tissue. The luminal surface of vgf-4 was largely occupied by blood that clotted during the explant process. Directly adjacent to this was an area on the abluminal surface that contained focal tan to red brown tissue and multiple rows of evenly spaced serration marks. The luminal surfaces of vgf-1, 2, 3 and 5 contained minimal scattered multifocal red brown tissue. All fragments had been transected at both poles prior to arrival at w. L. Gore & associates. Vgf-1 had multiple rows of evenly spaced serration marks present on the abluminal surface of one pole. Vgf-2 had a compressed ring at one pole. Vgf-3 and vgf-5 are beveled at one pole with multiple suture holes and white suture fragments present. Vgf-4 consists of a 7 cm fragment attached perpendicularly to a 4 cm fragment; rings had been removed from both fragments. Histopathological examination of six specimens was performed; four cross-sections from one section of vgf-4 (graft and tissue), one tissue specimen from the abluminal surface of vgf-1, and one from a free-floating mass of tissue. The lumens of the vgf-4 sections were widely patent with a thin layer of compacted fibrin and variable amounts of clot, both of which formed at the time of explant. Proteinaceous material completely filled the interstices of vgf-4. The abluminal tissue from vgf-1 and the free-floating tissue consisted largely of unorganized fibrin with scattered streaks of collagen. Significant inflammation, calcification and infectious agents were also not observed. Overall, virtually all gross and histologic observations were typical and expected for an implanted vascular graft. Slightly unexpected was the minimal organization of the abluminal fibrin/proteinaceous fluid identified with vgf-4. Peri-graft fluid accumulation would have prevented organization of the abluminal tissue. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions are consistent with instruments used during a surgical procedure. Two graft were used during this event lot #4469044pp013 - (B)(4) - manf report#2017233-2015-00607. Lot #4367222pp014 - (B)(4) - manf report#2017233-2015-00608.

Event description:
As reported, two gore propaten stretch vascular grafts were implanted in an axillobifemoral bypass procedure on (B)(6), 2014. Within 1 to 2 weeks following implantation, the physician noted that the implanted grafts had taken on a tortuous appearance. Swelling was evident at 3 to 6 months following implant. No compromise of flow through the grafts was observed. The gore propaten stretch vascular grafts were explanted on (B)(6), 2015. The physician noted a copious amount of clear colorless fluid surrounding the grafts in its entirety.